Event description:
It was reported that the 9600 sys would not boot. No pt was involved.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep replaced the power supply and reseated the pcb boards in the workstation to correct the problem.